Event description:
It was reported that the micl13.2 implantable collamer lens was implanted on (B) (6) 2008. On the 24 month post operative follow-up form, the patient reported a loss of vision due to the development of a cataract. The surgeon's office confirmed there was an anterior cortical cataract in the very early stage. Lens remains implanted and patient is doing fine with a bcva of 20/30, with glasses.

Manufacturer narrative:
(B) (4). Work order search. A work order search was performed and there were no similar complaints found. (B) (4).

Manufacturer narrative:
Results: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non- progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusion: (no device failure) - based on the complaint history, work order search and medical review, the most likely root cause of the event was off label usage of the device.